Event description:
The manufacturer was informed on this event through the sure-avr registry. On (B)(6) 2018, a male patient received a pvs25 in aortic position. The procedure was performed in mini sternotomy and no concomitant procedures occurred. On (B)(6) 2019, an intra-prosthetic regurgitation of 4+ was detected. There is no indication of the patient's symptoms nor that a re-intervention occurred.

Event description:
The manufacturer was informed on this event through the sure-avr registry. On (B)(6) 2018, a male patient received a pvs25 in aortic position. The procedure was performed in mini sternotomy and no concomitant procedures occurred. On (B)(6) 2019, an intra-prosthetic regurgitation of 4+ was detected. Additional information received from the site confirmed that the patient not symptomatic as a result of the reported non-structural dysfunction. No re-intervention is currently planned, but it will be performed if the echo results will worsen. No structural device deterioration is reportedly suspected. Based on the echo provided from the field, a regurgitation of grade 3 was detected in (B)(6) 2018 (mean gradient 11.8mmhg), and severe insufficiency was again confirmed at the echo in (B)(6) 2019 (mean gradient 12.9mmhg).

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device remains implanted, no further investigation can be performed at this time. Based on the information available, it is not possible to draw a definitive root casue for the reported event. However, based on the document review performed, no manufacturing deficiencies were identified. The manufacturer will continue to monitor the event through the sure avr database and, if additional information will be received, a follow up report will be submitted.